Event description:
A 16 fr. Corflo-max gastrostomy tube was placed in the gastroenterological surgical unit using general anesthesia and the ususal percutaneous endoscopic technique with inside-out pull method in 2006. Prophylactic antibiotic was given as ampicillin 2g. IV 1 hour prior to the procedure. On inspection the following day, the tube was not unduly tight, but was slackened slightly. The patient developed severe abdominal pain 10.05.2006 and abdominal x-ray revealed a significant pneumoperitoneum. On laparotomy, the gastric channel was found to be large, with leakage of gastric contents to the peritoneal cavity leading to peritonitis. No necrosis of the gastric wall was observed. The tube was removed and the gastric channel was sutured. Postoperatively, the patient developed bilateral pneumonia, which required ICU treatment, but has recovered without further complications. Dr. States, "the tube placement was carried out by 2 consultants, both specialists in gastroenterological surgery and with considerable experience in endoscopic tube placement. We have used the corflo-max feeding tube since early 2003 (ie. Over a period of 3 years,) and have experience very few problems with the device. The above complication is unusual in our view and we have no ready explanation for this occurrence."